Event description:
Took an ellume test that produced a positive covid result. Had to go the local urgent care to take another covid test which was negative. My daughter then took 3 ellume tests which all came back as inconclusive, she had to use another brand test to test for covid which was negative. Do not know what low - high test range is. FDA safety report ID# (B)(4).